Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. Patient stated that the receiver continuously restarts, requests to complete setup, enter the date and time and then replace the sensor. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection revealed no observations related to the customer complaint. However, it was noted that the receiver screen was cracked. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed hardware and firmware error codes. The customer complaint was confirmed. The root cause of the hardware errors was determined to be a hardware component failure. The root cause for the observed firmware errors could not be determined . This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.